Event description:
Add'l info provided by the reporting surgeon indicates that, on the pt's last exam, pt's best corrected visual acuity had returned to 20/20. The pt is very happy with pt's visual acuity and has no complaints.

Event description:
A surgeon reported that the first day following implantation of an intraocular lens (iol), it was noted the lens was scratched. The surgeon feels that the pt's visual acuity (va) could be better and that this may be related to the scratched lens. The iol remains implanted. Add'l info has been requested.